Event description:
Ous MDR - during the first inflation of the passeo-18 5/60/90 balloon in an av fistula with 11 atm, the physician observed waisting of the balloon and the pressure was increased to 15 atm. The balloon ruptured and the distal part of the catheter fractured. A snare wire was used to retrieve the dislodged parts of the device. During the first inflation of the passeo-18 5/60/90 balloon in an av fistula with 11 atm, the physician observed waisting of the balloon and the pressure was increased to 15 atm. The balloon ruptured and the distal part of the catheter fractured. A snare wire was used to retrieve the dislodged parts of the balloon and the shaft, except one part was not able to be retrieved. The patient was (B)(6) at the time of the procedure.

Manufacturer narrative:
Correction: please note the event got added twice, which was not intended. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Three parts of the complaint instrument were returned for technical investigation: the shaft with the proximal balloon part and two parts of the inner shaft which were retrieved. The distal part of the balloon including the tip was not returned for technical analysis as it remained in the patient. Microscopic analysis of the balloon surface showed that the balloon tear in the cylindrical balloon part has a circumferential and a longitudinal component. Furthermore scratch marks were observed close to the tearing edge. The inner shaft has fractured proximal to the x-ray markers and was found elongated. This indicates that the inner shaft fractured most likely due to tensile overload during device withdrawal as a consequence of the balloon rupture. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. Due to the scratch marks in close vicinity of the fracture site it is assumed that the rupture of the balloon was most likely induced by the patient's anatomy.

Event description:
Ous MDR - during the first inflation of the passeo-18 5/60/90 balloon in an av fistula with 11 atm, the physician observed waisting of the balloon and the pressure was increased to 15 atm. The balloon ruptured and the distal part of the catheter fractured. A snare wire was used to retrieve the dislodged parts of the device. The patient was (B)(6) at the time of the procedure.